Manufacturer narrative:
(B)(4). Additional method code: per DHR the product auto endo5 ml, lot # 73e1500260 was manufactured on 05/18/2015 a total of (B)(4) pieces. Lot was released on 05/21/2015. DHR investigation did not show issues related to complaint. One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73e1500260 was confirmed with samples received, and during visual inspection the components looked well assembled; in good condition, no stuck clip in jaws. Functional inspection: applier was activated and one clip was loaded, closed & released, then applier was fired several times and a total of 4 clips were loaded, closed & released properly, no quality issues were found during the activation. Sample received did not confirm the defect reported by the customer stuck in applier during visual inspection. A functional inspection was performed with the remaining clip received, the device worked properly. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the firing system stopped and the clips remained stuck in the applier while attempting to position the clips. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the firing system stopped and the clips remained stuck in the applier while attempting to position the clips. The patient's condition was reported as fine.